Event description:
During a routine shift check of the device by a clinician, a "test failed" message was displayed after a system self-test. The complainant indicated that there was no pt involvement in the reported malfunction.